Manufacturer narrative:
The capture part of the angioguard rx/5mm basket diameter/180cm embolic protection device (epd) cannot be deployed. The filter basket was used but could not be deployed successfully. There were no reported patient injuries. The target lesion was the internal carotid artery. The lesion was not calcified. There was no vessel tortuosity. There was ninety percent stenosis. The device was stored in the cath lab for less than six months. The product was stored, handled and prepped per the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the IFU. There was no difficulty experienced when removing the catheter from its packaging. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends. The guidewire could not though the lesion, so a balloon was use to re-expand it. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. There was no difficulty or resistance noted while crossing the lesion with the device. There was no difficulty advancing the capture sheath to the lesion. There was debris in the filter basket after removal. The angioguard was successfully removed. The device was not used for a chronic total occlusion. The procedure was completed by using another product. The device was removed by using a catheter to retract it. The patient is doing great. One non-sterile rx/5mm basket diameter/180cm angioguard rx epd was received for analysis inside a plastic bag. Neither capture sheath nor original packaging were returned. Per visual analysis, the angioguard was received inserted to the deployment sheath and a torque device component was found affixed to the delivery wire. However, deployment sheath was received unsheathed and separated. The separation was observed on the clear section of deployment sheath. The angioguard filter basket stent was observed docked (loaded) into the deployment sheath and over-captured into the distal separated portion of the deployment sheath. The soft tip had a kinked and wavy condition. Blood residues were observed along all the device. Functional analysis was not performed due to separated condition of the angioguard delivery sheath as received. Per microscopic analysis elongations were observed on the embolic protection device and deployment sheath, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is thought that unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation. A product history record (phr) review of lot 35235318 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system - capture difficulty - unable to¿ was not confirmed through analysis of the returned device as the capture sheath was not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted on the deployment sheath, which are evidence commonly associated with separations caused by material tensile overload. Therefore, it is thought that the unit was induced to a tensile force that exceeded outer shaft material yield strength prior to the separation during analysis. According to the safety information in the instructions for use ¿do not attempt to close the filter basket with the deployment sheath. The angioguard rx emboli capture guidewire should only be removed using the capture sheath. Care during diagnostic or interventional device exchanges must be practiced to minimize movement of the guidewire filter basket. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35235318 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the capture part of the angioguard rx/5mm basket diameter/180cm cannot be deployed. The filter basket was used but could not be deployed successfully. There were no reported patient injuries. The device was stored in the cath lab for less than six months. The product was stored, handled and prepped per the instructions for use (IFU). The angioguard was sized larger than the vessel as instructed in the IFU. There was no difficulty experienced when removing the catheter from its packaging. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends. The guidewire could not though the lesion, so a balloon was use to re-expand it. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. There was no difficulty or resistance noted while crossing the lesion with the device. There was no difficulty advancing the capture sheath to the lesion. There was debris in the filter basket after removal. The angioguard was successfully removed. The target lesion was the internal carotid artery. The lesion was not calcified. There was no vessel tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. The procedure was completed by using another product. The device was removed by using a catheter to retract it. The patient is doing great.